Event description:
The accounts engineer alleged the bed did not alarm when he turned the bed exit on with no one in the bed. He replaced the bed exit tape switches and initially the problem remained but one and a half hours later the bed started alarming and has been working properly ever since. Technical support instructed the account to monitor the bed for proper operation before placing the bed back into service.